Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer would experience blood glucose ranging from 200 mg/dl to 20 mg/dl. The mother also reported the insulin pump's screen was cracked and the customer was receiving too much insulin. The mother stated she would call back with additional information. The insulin pump will not be returned at the time of the call.